Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that metal piece fell into a specimen cup. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the complaint cannot be confirmed because no item has been returned and no pictures etc. Are available. It is unclear which metal parts have come loose. It is probably the sleeve at the distal end. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Evaluation findings: the piece of metal the fell into cup was caused the rubber gauge that hold that metal piece to be worn out an lose its elasticity and caused the piece to fall out. This event is filed under internal complaint ID (B)(4).